Event description:
Pt was working outside and turned awkwardly and suddenly felt "parts rubbing" and felt a "pop". The pt was listed at (B)(6) lbs. We are awaiting add'l info from the site. The pt was revised with a wright medical link revision system. On (B)(6)-2009.

Manufacturer narrative:
The device mentioned in the report was implanted before mipro us took over the previous MFR ((B)(4) orthopedics) of the m-cor implant. As part of our responsibility to report the incidents we are gathering any outstanding info related to this adverse event and reporting it to the FDA.